Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user to switch to manual mode of ventilation. The patient was reportedly switched to an ambu bag while the anesthesia machine was swapped out. There was no reported patient injury.